Event description:
Reportedly, during patient use, the touchscreen was unresponsive. The membrane and overlay were replaced. The patient was switched to another ventilator. No adverse medical effects or harm to the patient reported.

Manufacturer narrative:
(B)(4).